Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08145. It was reported that when the patient presented remotely via merlin.net transmission, far p-wave oversensing was observed. Loss of capture and lead dislodgement on the right ventricular (rv) lead were suspected. The physician stated the lead was loose. Programming change was made at this time. No patient consequences were noted.